Event description:
Post market patient registry reported the patient expired and the death was not related to the implanted infusion system. The hcp attempted to follow up with the family and the hosp for the cause of death, but was unsuccessful. The infusion pump was programmed to deliver baclofen 2000 mcg/ml at 570 mcg/day via complex continuous infusion.